Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 06/2021).

Event description:
It was reported that approximately 1 month 6 days post catheter placement, the catheter allegedly fractured and leaking from place where catheter meets the hub on the red lumen. It was further reported that catheter was removed and from the patient. There was no reported patient injury.

Event description:
It was reported that approximately 1 month 6 days post catheter placement, the catheter allegedly fractured and leaking from place where catheter meets the hub on the red lumen. It was further reported that catheter was removed and from the patient. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one powerline d/l catheter in two segments were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. A complete circumferential break was noted approximately 1.4 cm from the distal end of the y-body. The distal catheter segment measured approximately 12.4 cm. However, all break edges on the catheter appeared smooth with striations noted on their break surfaces. The investigation is confirmed for the reported fracture and leak issue, as a rupture between the red luer and the extension leg was observed during evaluation and upon infusion through the red luer, a leak was noted from the rupture. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiry date: 06/2021). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.